Event description:
It was reported from (B)(6) that the battery device did not function. It was further reported that the motor of the device had an issue. It is unknown if the malfunction occurred during a surgical procedure. It is unknown if there was any patient or user involvement. There were no reports of delays, injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the battery device did not function was confirmed. The assignable root cause was determined to be due to faulty material. If additional information should become available, a supplemental medwatch report will be submitted accordingly.